Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06640. Related manufacturer reference number: 2017865-2020-06643. It was reported that the patient presented in clinic for consult. It was discovered that the patient had cocci bacterium in their blood. The implantable cardioverter defibrillator and the leads were explanted and the patient was treated with antibiotics.